Manufacturer narrative:
Block b3: exact date unknown, event occurred over six months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was unable to get the implantable pulse generator (ipg) to charge despite attempts at cycle charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.